Manufacturer narrative:
When the patient arrived at the medical facility for the explant procedure, the physician discovered that a portion of the implanted lead, as well as the lead anchor, were exposed and protruding through the skin on the patient's lower back. The patient had not previously notified medical staff or nalu personnel about the lead exposure. Primary reason for explant remains covid-related complications. There are no indications or allegations of any system or component failure. The cause of the lead exposure is unknown and it is not clear if the lead was exposed through a dehisced surgical incision or if the lead eroded through the skin at a different location.

Event description:
Patient was implanted with a nalu spinal cord stimulator system on (B)(6)2024. The implantable pulse generator (ipg) was placed in the lower back with the implanted lead contacts targeting the thoracic nerve in the vicinity of t8-t10. On (B)(6)2024 the patient presented to the medical facility for an explant. Per the facility, the procedure was considered urgent and was being performed due to covid-related complications. A full system explant was performed on (B)(6)2024. No nalu personnel were permitted to be present for the procedure due to patient's covid status. The explanted device was discarded by the facility.